Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 where the acetabular liner and modular head were removed and replaced with a constrained liner and head. Additionally, during the revision, the femoral stem was removed and replaced and cables were implanted. It was further reported that the patient underwent a hip revision procedure on (B)(6) 2014 due to infection. The constrained head and liner were removed and replaced and an irrigation and debridement was performed. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation and the acetabular liner and modular head were replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08365 / 08432). Information pertaining to the revision procedures that took place on (B)(6) 2013 and (B)(6) 2014 was previously reported on manufacturer report number 1825034-2014-07526.